Event description:
The bwi field service representative reported that when she entered the ep lab she was notified that an adverse event occurred while performing an atrial flutter (afl) procedure. There was a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to ccu. No other information was known. Additional information was requested on the event, but has not been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert 70 system: model #: m-5463-01, serial #: (B)(6). Coolflow pump: model #: m-5491-02, serial #: (B)(6). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).